Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the phaco needle was breaking off pieces of titanium. All of the pieces were removed from the eye. The product was replaced and the procedure was completed. Additional information has been requested; however, no further information has been received. The product sample was requested for evaluation.

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. (B)(4).

Manufacturer narrative:
A review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. Two phaco tips were returned for evaluation. No metal particles returned with the complaint. Visual inspections of the phaco tips were performed and the tips were both deemed conforming. There are no areas on the tips that would be a probable source of metal particulate. The bevel surfaces are both in very nice condition. No occlusion was observed in the distal or proximal inside diameters. The phaco tips are complete with no broken areas. The complaint evaluation cannot confirm the phaco tips were the source of pieces of metal particles. The phaco tips met specification. The evaluation cannot determine a source of the metal pieces of titanium. Based on the evaluation of the customer returned samples, it is not likely that any metal particulate were generated from the phaco tips. No specific action with regard to this complaint was taken because the phaco tips met specification. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).